Event description:
It was reported that the customer had some bleeding at site with a couple of sensors. Troubleshooting was done. Customer's blood glucose was 85 mg/dl. Advised the customer the sensors would be replaced. Customer mentioned that son just got out of the hospital due to diabetes ketoacidosis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.